Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, just prior to removing catheters pericardial effusion was noticed on intracardiac echocardiography. Pericardiocentesis was performed to remove 3 liters of fluid from the pericardial space which were reintroduced to the patient (about 60cc were lost). The patient was then sent to the operating room for an open-heart surgery. Patient was reported in stable condition. Patient¿s condition improved and was extubated by the following day but required extended hospitalization in the intensive care unit (ICU) to recover from surgery. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, physician stated that it was possible the interior wall area has affected by high force during the respiration cycle and maybe the patient had a thin portion of tissue on the anterior wall/roof. He actively monitors his force, but it must have happened too quickly for it to register on the system. After reviewing the case some ablation passes, displayed short spikes in force while ablating in some areas. The customer¿s reported issue of high force is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Transseptal puncture was performed with a brk (B)(6) transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was 15 ml/min at 50 w. The force visualization features used included graph (graph was showing impedance and ablation index values but not force), dashboard, vector and visitag. No additional visitag filters were used. The parameters for stability used with the visitag module were respiratory gated. Range off 2.5 mm for 3 seconds. No fot. Tag size 3mm. Impedance of 9-10 ohms was used as color option.

Manufacturer narrative:
On 10/16/2020, the product investigation was completed. It was reported that a 78-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, just prior to removing catheters pericardial effusion was noticed on intracardiac echocardiography. Pericardiocentesis was performed to remove 3 liters of fluid from the pericardial space which were reintroduced to the patient (about 60cc were lost). The patient was then sent to the operating room for an open-heart surgery. Patient was reported in stable condition. Patient¿s condition improved and was extubated by the following day but required extended hospitalization in the intensive care unit (ICU) to recover from surgery. Device evaluation details: the device was visually inspected and it and it was found in good conditions. The magnetic and temperature features were tested and no issues were observed. In addition, the catheter was deflecting correctly. Irrigation and force test could not be performed due to occlusion. A failure analysis was performed and the catheter was dissected on the shaft area, the irrigation tubing was found occluded with reddish material however, no damage was observed on the tubing. A manufacturing record evaluation was performed and no internal action was found during the review. The root cause of the adverse event remains unknown. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tubing. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).